Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while the device was being used to create a treatment plan for respiratory assistance, there was a leak on the o2 hose or connection, and the device is down. There was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there is a leak on the o2 hose or connection. The biomedical engineer was able to hear the leak after connecting the device to the o2 source. She did not hear any leak coming from the short e-cylinder tank hoses. It was coming from the long hose from the bottom of the manifold to the o2 source. After tightening the hose connection to the manifold, the leak was solved. The rse recommended the perform performance verification testing as a precaution.